Event description:
For the past two to three years, the patient had complained of being sleepy, hours to days, after a pump refill. On the day prior to report, the patient had a refill, became sleepy, and went to the emergency room. The patient was given narcan and observed. The symptoms improved, and the patient was discharged. No pump alarms had been heard and there were no known volume discrepancies. At the time of report, the patient was in a rehabilitation facility, due to hospitalization, for ruling out a transient ischemic attack. It was indicated that the CT scan was normal. In addition, the reporter did not know when the hospitalization had taken place. There was no patient injury; the patient was up and about with no issues. The device system was being used to deliver fentanyl, dilaudid, and compounded baclofen. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n175635002, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).